Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services (ts) supported with troubleshooting and confirmed the correct wand was being used with the programmer. Troubleshooting was performed and the case was transferred to the local field representative. The device remains in service. No adverse patient effects were reported.